Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt unable to complete an ECG falloff test. The cause for the failure was isolated to an broken pulse wire in the trunk cable from the shoulder connection to the distribution node (dn). The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.